Manufacturer narrative:
The manufacturer is currently waiting for additional information and also the information regarding next sensor removal attempt. The additional information will be provided in the supplemental report.

Event description:
On june 7, 2024, senseonics was made aware of an incident where the sensor could not be removed during removal procedure on (B)(6) 2024. The hcp could not locate the sensor in the arm. No further details were provided by the patient.

Manufacturer narrative:
The sensor was successfully removed during the second removal attempt on (B)(6)2024. No further investigation is required. B4. Date of this report 15 july 2024 d6b. Explanted date updated to (B)(6) 2024 g3. Date received by the manufacturer? 05 july 2024.